Manufacturer narrative:
Testing and investigation confirmed the reported filter leak. One (1) list 140099290 lifeshield set was returned for analysis. As received, the filter vents appeared to be wetted, particularly the inlet vent. The reported event was chemo related. The pressure applied and duration of use were not provided by the customer. A leak was confirmed from the outlet vent of the filter. This leak appeared to seep through the filter vent material from various locations. The probable cause of the observed leak is temporary or permanent loss of the hydrophobic properties of the filter vents due to infusate interactions. The exact cause is currently being further investigated at the manufacturing location in costa rica.

Manufacturer narrative:
The device is available for testing. It has not yet been received.

Event description:
The event involved a customer allegation of a plum set with leakage of cytotoxic drugs at the filter during administration in (B)(6) 2019. There was no reported harm to the patient. It was unknown if there was medical intervention or delay in critical therapy. No further information is available.